Event description:
It was reported that the patient had experienced intermittent periods of fever and chills, spanning approximately one year. Right atrial (ra) lead vegetation was noted when an echocardiogram was performed. The patient's implantable cardioverter defibrillator (ICD) and associated leads were subsequently explanted for vegetation, suspected infection. The patient received antibiotic therapy; no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead; implant date (B)(6) 2008. 693165 lead; implant date (B)(6) 2006. 4543 lead; implant date (B)(6) 2006. (B)(4).